Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump was frozen with a blank screen, and the keypads were no longer responding. The customer confirmed that the pump had been exposed to water. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the frozen display, and the customer called back after resting the pump for 2 hours and replacing the battery. Frozen display continued. Troubleshooting was partially performed for the fluid in the pump. Troubleshooting was performed for the keypad anomaly, and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with a blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank solid white display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly and vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case near belt clip rails, missing display window cover and fading serial number label. Blank display was confirmed during analysis due to moisture damage on the electronics assembly. Unable to confirmed frozen screen and unresponsive keypad due to blank display. Unit confirmed moisture damage at electronics assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.